Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had already transduced the arterial pressure (ap) from the inner lumen and needed help stopping the alarm. The getinge representative verified attempts at regaining the fiber optic (fo) ap were unsuccessful and then directed the customer to unplug the fo connector from the iabp. They denied any bending of the patient's leg or kinks in the iab and stated therapy was not interrupted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).